Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6); implanted: (B)(6) 2020; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 21-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported that they were getting the settings not available message on their controller when they tried to increase their stimulation. Agent walked pt through changing groups on the controller. Pt was in group c and pt tried group a and b, but pt was not able to increase stimulation. Pt was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received, it was reported that two leads had burned out and were changed. The issue was resolved.